Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported insulin has leaked from the connection of the infusion tube and headset and his blood glucose has elevated to 375 mg/dl as a result. No adverse event was reported. The alleged product was replaced and requested for evaluation.